Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer declined follow up, and further information was unable to be obtained. There was no reported adverse impact to the customer¿s blood glucose level.